Event description:
This device case, which does not involve an adverse event, reported by a consumer, who went to the affiliate office with a product complaint, concerns a (B)(6) female patient of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen ergo burgundy/clear pen body (lot a1520) with a clear cartridge holder attached was reported to be more difficult than it was earlier. It was reported that both the cartridge holder tabs were broken but priming and injection went smoothly. The patient accepted advise to contact her physician and ask for a luxura. This humapen ergo burgundy/clear pen body with a clear cartridge holder attached is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model, however the patient had used the particular pen since 2003. The device would not be returned to the company since the patient insisted on keeping the pen. Initial examination of the device by the affiliate found two broken engagement tabs. It was unknown if this humapen ergo burgundy/clear pen body with a clear cartridge holder attached would be continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.